Manufacturer narrative:
The doctor's office reported that the de-bonding of a damon q bracket caused enamel delamination. The doctor stated that the tooth was repaired with composite and the patient is doing fine. A follow-up conversation with the doctor regarding his procedure for bracket debonding revealed that the doctor was using the wrong instrument for removing the damon q bracket. The tool that the doctor was using for bracket removal exerted too much force on the enamel, which resulted in the subsequent enamel damage. Because the doctor did not use the appropriate instrument to remove the bracket, it can be concluded that this incident occurred as a result of user error.

Event description:
On (B)(6) 2010, a doctor reported to ormco corporation that a patient experienced enamel loss when a damon q bracket was debonded. This is the first of four reports.